Event description:
The user facility reported that the operating room lights stopped functioning during a patient procedure and that smoke and flames began to come out of the wall mounted controller. The facility reported there were no injuries, but the procedure was delayed approximately 15 minutes while the patient was transferred to another operating room.

Manufacturer narrative:
A steris service technician inspected the lights and controller and found that the capacitor had disconnected from the control board and the circuit breaker was not operating properly. The equipment is not under steris service contract and the lights and controllers are currently maintained and serviced by the facility's electrical department. Following this event, the steris service technician replaced the controller cover and circuit board and the system was returned to service. The damaged control board cover and circuit breaker have been returned to steris for further evaluation. Steris will offer the hospital training in the proper maintenance of this equipment. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control includes instructions for the wall control to be located at least 5 feet above the finished floor surface, in accordance with (B)(4) and local code requirements for the use of flammable anesthetics.